Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: fibrin in cannula.specific component(s) involved: outflow graft malfunction/malposition.additional text: change from fem to rij.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of outflow graft.implant device type: both (in the same or visit).malfunction device type: rvad.